Event description:
It was reported that the right atrial lead exhibited loss of sensing, a capture anomaly and high impedance. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.